Event description:
The device reportedly would not discharge the defibrillator using the combination therapy cable. The therapy cable was removed and replaced with a set of hard paddles and the device reportedly discharged properly. There were no adverse effects to the pt reported as a result of the reported event.